Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump would not turn on even after installing a new battery. Insulin pump being exposed to moisture. Insulin pump had a blank screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer reported a blank display as well as exposure to moisture. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side. The device passed displacement and active current measurement tests; it failed sleep current measurement and self tests. No unexpected blank displays were noted during testing. Self test returned an unexpected pump error 75, and an unexpected pump error 25 would flash on the screen periodically. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any unusual battery alarms or pump errors that may have occurred around the event date. The adapt tool confirms that a pump error 63 occurred on 07/28/2021 @ 12:12. The case was cut open, and the boards were wet once they were taken out of the case. After visual inspection, there is corrosion in/around the following: electrical board 1-j7, da2, components located in the middle and at the top of the back side of the board, u1; electrical board 2-components located at the top of the front side of the board. In summary, the customer¿s report of a blank display was not confirmed. On the other hand, his/her claim of exposure to moisture was confirmed during testing. The unexpected pump errors 75 and 25 and the high sleep current measurement are all due to the moisture damage found on both boards. The pump error 63 due to a hardware problem. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.